Event description:
It was reported that a programmer always reboots on its own. An investigation is required.

Event description:
It was reported that a programmer always reboots on its own. An investigation is required.